Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the xiphoid incision of this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode implant was not healing well. New information receive indicates that this s-ICD system has since been explanted due to infection.